Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: november 02, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a femoral nail procedure to repair a broken femur, the handle of the sliding mechanism broke off into the surgeon's hand. No fragments fell into the patient. Surgeon attempted to continue to use the device to complete the procedure but was unable to do so. Surgery was completed using alternative devices. Procedure was delayed approximately fifteen (15) minutes due to this issue, but was completed successfully with no further harm to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the complaint device (sliding mechanism, part number 314.291, lot number 12-8548). The device was received with the complaint ¿it is reported during a femoral nail procedure to repair a broken femur, the handle of the sliding mechanism broke off into the surgeon¿s hand. No fragments fell into the patient. Surgeon attempted to continue to use the device to complete the procedure but was unable to do so. Surgery was completed using alternative devices. Procedure was delayed approximately 15 minutes due to this issue, but was completed successfully.¿ the sliding mechanism is used in conjunction with one of the four attachment arms (hohmann-style arm, pelvic arm, percutaneous arm and bone hook-shape arm) to construct the collinear reduction clamp. This clamp is intended to assist in achieving and maintaining fracture reduction in minimally invasive techniques. A review of the current design drawing/manufactured revision for the sliding mechanism was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. As previously reported, a device history record review was performed for the subject device lot. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A visual inspection was performed under 5x magnification. This complaint is confirmed, as the handle is broken on the returned device. A small portion of the black plastic handle still remains although the majority of the handle has broken off and was not returned. A definitive root cause could not be determined. It is not likely that the design of the device contributed to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.